Manufacturer narrative:
Product complaint # ==> (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that dermabond and dermabond advanced adhesives caused and/or contributed to the adverse events described in the article. If yes, provide details of event and specific product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, - pre-existing conditions. Are the product code and lot numbers available for dermabond and dermabond advanced adhesives? "Title: evaluation of a new high-viscosity octylcyanoacrylate tissue adhesive for laceration repair: a randomized, clinical trial.¿ citation: academic emergency medicine 2003; 10:1134-1137. Doi:10.1197/s1069-6563(03)00376-2.

Event description:
It was reported in a journal article that a patient underwent a traumatic laceration procedure on unknown date between march ¿ may 2002 and topical skin adhesive was used. At 14-day follow-up, the patient experienced dehiscence requiring re-treatment (re-approximation with a wound-closure device). Additional information has been requested.